Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was successfully implanted. Because of a tight native aortic bifurcation, the physician was unable to access the contralateral leg hole. Thus, he converted to an aorto-uni-iliac approach, deploying another trunk=ipsilateral device inside the existing one. The open ended iliac artery was ligated and a femoro-femoral bypass graft was implanted. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices placed in this case.